Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional reporting was received that surgery occurred to explant and replace the lead, which resolved the issue.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22829. It was reported that high impedances were measured at the left lead, therapy reduced by itself, and the patient experienced ineffective therapy. As a result, surgery may occur to address the issue.